Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: does the surgeon believe that the ethicon tx60b device contributed to the reported issue or was the patients tissue condition a factor? The surgeon feels that the instrument caused it. Did the patient receive chemo or radiation? Unknown. What were the indications for surgery? Unknown. Can you please confirm what tissue was captured in the device jaws? Small bowel. Was the device closed and then reopened to reposition prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually? Guessing automatically. As the surgeon is a long time user. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? Unknown. What is the current status of the patient? Unknown.

Event description:
It was reported that during an ileo conduit procedure there were no issue with the device during the initial procedure. The patient then presented with a post-op leak and a re-operation was done on (B)(6). The leak was on one side of the staple line and was fixed by suturing. It is unknown how long after the initial procedure the leak occurred. The patient then presented with a second post-operative leak and was taken back to the or for a second time. The leak was from the other side of the staple line this time and was sutured. It is unknown how long after the first re-operation this leak occurred.